Event description:
During a trial implant procedure for the evoke spinal cord stimulation (scs) system, the patient experienced a cerebrospinal fluid (csf) leak. The procedure was completed, and intravenous medications were administered to resolve the reported event.